Event description:
Customer's wife reported customer received an inaccurate high glucose reading (290 mg/dl) from their freestyle freedom meter and administered himself with 45 units of insulin. Customer's wife reported customer experienced symptoms of chills, sweating, urinating and "turned purple". Customer's wife stated customer then fell out of his wheel chair and had a seizure and lost of consciousness. Paramedics were called and gave customer a tube of glucose gel. Customer was then taken to hospital and they obtained a reading of 30 mg/dl from their hcp meter. Customer's wife reported customer was being diagnosed with severe hypoglycemia and treated with IV glucose solution.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.